Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-19477.

Event description:
Customer reported he was hospitalized due to high blood glucose close to 500 mg/dl. Customer's only symptom was he tripped and fell. Customer stated the cause of the hospitalization was diabetic ketoacidosis. Customer was in the intensive care unit for three days, his blood sugars were being monitored. Customer was informed by the doctor that he was getting too much insulin and he should cut everything in half. Customer states he was frustrated because for three days they have been moving the numbers around. Customer's current blood glucose at the time of the call was 399 mg/dl. No further information reported.